Event description:
Treatment initiated incident developed chest pain v hypotension at 1 1/2 hrs. Pt took own nitroglycerin 1 hr later developed severe questionable chest pain seen by dr at unit sent to ER via all ambulance.